Event description:
It was reported that a patient underwent a midline laparotomy right hemicolectomy procedure on (B)(6) 2012 and continuous suture was used on the fascia tissue. The patient developed a burst abdomen on (B)(6) 2012 after coughing. The patient underwent a reoperation on (B)(6) 2012. During the reoperation, the surgeon found that the suture was intact, but the fascia was disrupted. The surgeon opines that a previous appendectomy contributed to the event. The patient was discharged.

Manufacturer narrative:
(B)(4): wound dehiscence. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: there are two possible devices involved in the event as follows: pds ll plus antibacterial suture; pds ii (polydioxanone) suture.